Event description:
It was reported that the implantable pulse generator (ipg) was at recommended replacement time (rrt) in the box. The device was not used or implanted in the patient. Recommendation indicated not to use the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).